Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in operating room for routine device implant procedure. During the procedure the atrial lead was successfully implanted. The lead later dislodged and while trying to reposition the lead the stylet could not be inserted. The lead was not used and a new lead was successfully implanted. Patient was stable before, during, and after the implant.